Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined a dislodged piece of the on/off switch was the cause of the reported issue. The device was archived by physio-control.

Manufacturer narrative:
The customer was provided a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.